Event description:
A falsely depressed troponin I result of 0.20 ng/ml was obtained on a patient sample. The initial test result obtained was 1.63 ng/ml. The same sample was tested again and a result of 1.66 ng/ml was obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely depressed troponin I result. The most likely cause for the falsely depressed troponin I result was a clogged pipettor tip in the instrument.